Event description:
It was reported to philips that the geometry movements of the stand were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, the procedure was rescheduled. The philips service engineer reached out to customer regarding the unavailability of stand movement. No further information regarding the issue has been provided by the customer. No service has been performed by philips, as the customer did not request the service. To date, there have been no further reports of this issue.